Manufacturer narrative:
Lumenis is not the manufacturer of the fiber whose fiber connector was reportedly "getting hot" in this event and eventually leading to the facility aborting the procedure. The manufacturer of the fiber has been made aware of the fiber issue. A lumenis service engineer visited the site five (5) days after the reported event, and upon inspection and full optic evaluation, the laser beam was found to be centered on the fiber and the mode and centration all looked good. The engineer shot final power at multiple different frequencies and energy settings and could not duplicate the issue that the customer described. The engineer inspected both blast shields from the day of the incident and found that both were damaged; one with severe pitting and one with a prominent pit. Although the reporter of the event had stated that "they checked the blast shield and it was fine", the service engineer had confirmed that both were damaged. Based on the information above there is no evidence that a lumenis product had malfunctioned in this event, though a lumenis laser system was a contributory part of the event. Since this event led to a cancelled procedure, in an abundance of caution lumenis is reporting this event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 30h was being utilized with a non-lumenis fiber, the fiber's connector was reportedly getting hot. The facility reported trying a new fiber, but the same thing happened. No system error messages or codes appeared on the system. The facility attempted a restart, but it didn't help. The blast shield was inspected and found to be fine. The facility then aborted the procedure as they had no backup equipment available. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.